Event description:
It was reported that during an open colectomy, staples of the distal end deployed on no tissue were formed in lumbricoid shape at the second firing though other staples deployed on the target tissue were formed properly. The cartridge was blue. Additional suture was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the tcd75 device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.